Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.